Event description:
It was reported that during a biopsy that they are having problems with the control locking up, this caused patient to be re-exposed. The problem was a communications error with the control, which was replaced.